Event description:
It was reported the screen has "fuzzy, weird colors." There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the device has multiple color blocks on the programmer and on an external monitor, as a result the main processor unit (mpu) board was replaced. It was also noted that the systems fan was noisy after being on for a time it would slow down and make noise, the power cord bay latch was broken off and there was no stylus with the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.